Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not known whether the patient was hospitalized for the event or not. The cause of peritonitis was unknown. On an unreported date, the patient was treated with inj. Fortum (dose, frequency and lot number not reported) for peritonitis. The patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report is for an unknown baxter titanium adaptor. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.